Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient came for normal elective replacement indicator (eri) pulse generator replacement. During procedure, the chronic right ventricle (rv) lead pacing was interrupted. The chronic rv lead was successfully connected to the new pacemaker. The patient remained stable throughout the procedure.

Event description:
It was reported that a patient came for normal elective replacement indicator (eri) pulse generator replacement, during procedure, the chronic right ventricle (rv) lead pacing was interrupted. The chronic rv lead was successfully connected to the new pacemaker. The patient remained stable throughout the procedure.